Event description:
The customer contacted stryker to report that their device was not recognizing the defibrillation electrodes. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. The cause of the reported issue was isolated to the system pcb assembly. A replacement for this part is no longer available. The device was returned to the customer unrepaired per their request to be scrapped.

Event description:
The customer contacted stryker to report that their device was not recognizing the defibrillation electrodes. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.